Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an occlusion occurred during a right eye cataract procedure. The handpiece was removed from the eye to clear the occlusion. The handpiece was returned to the eye and white matter came from the handpiece and entered the eye. The surgeon removed the white matter from the patient's eye and the handpiece was removed from use. Patient harm is unknown. The customer sent the substance for analysis. Additional information has been requested.